Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the power adaptor of the power supply was damaged and separated. During incoming visual inspection there were no signs of degradation or damage and the power cord did not present an electrical hazard. The power supply was functional, producing dc voltage within specification. The enclosure parts did not have any signs of being intentionally pried open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when unplugging the power supply from the wall, the user experienced a shock. It was noted that the power adaptor of the power supply was damaged and separated. It was noted that the programmer was not in use and was not powered on at the time of this issue. No patient complications have been reported as a result of this event.